Manufacturer narrative:
A visual inspection of the product involved in the complaint was performed on a picture provided by the customer. It can be observed that there is a kinked tube on the component 12168-13-nl (tubing, pvc .375 ID x .500 od x 58.5 long) that is part of the product catalog number 2414 (comfort flo humidification system with). Complaint is confirmed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. During the visual inspection of the picture provided by the customer the reported defect is confirmed as a kinked tube, but in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. If defective sample becomes available at a later date this complaint will be re-opened. However, the current inventory that is in nl facility of component (B)(4) related to this complaint notification was inspected by the defect of "kinked tube" as it is describe on this customer description, and no issues were detected. Also, as a preventive action the personal from the production line was notified about this customer complaint in order to make them aware of this issue.

Event description:
The event reported as: the customer alleges that the circuit folds and kink during use on a pt. No report of any pt harm or injury.